Event description:
Plaintiff alleges contracting severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Plainfiff alleges suffering in the past and will in the future experience physical injuries, pain and suffering, humilliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassement and humiliation, fright and apprehension, and emotional distress all of which are believed to be permanent. Plaintiff's husband alleges suffering the loss of the usual services, society, and consortium of his wife.